Event description:
It was reported that tandem mobi pump generated cartridge alarm while customer was using pump normally, and customer experienced very high blood glucose of 569 mg/dl. Customer gave correction insulin injection by pen or syringe and did not need emergency help, and technical support confirmed cartridge alarm, instructed customer to remove cartridge, deliver 9-unit bolus with reminder that active insulin would be affected, and customer had already changed pump supplies so pump could not be tested further.